Event description:
It was reported that green corrosion was noted in the cut of the black power cable of the controller.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's controller was exchanged due to cuts in the black power lead. No further information was reported.

Manufacturer narrative:
Section a4: correction. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: incidental findings: outer jacket insulation cut under the black power lead connector strain relief as well as wire fatigue. The reported event of a cut on the system controller¿s black power cable was confirmed. The returned system controller was observed to have a cut in its black power cable upon arrival, under its bend relief (power connector side). The controller was functionally tested and was found to perform as intended despite the observed damage. A log file was extracted from the controller; however, it contained no atypical events related to the controller¿s damaged cable. The root cause of the damage to the system controller was unable to be determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6)2018. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.